Manufacturer narrative:
On 08/29/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. A medtronic representative, following-up at the site, reported that although there was no alleged inaccuracy, the surgeon placed a screw more laterally than desired and after the confirmation spin, went back and re-directed the screw medially. No known negative impact to patient. Less than 5 minute delay. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Event description:
A medtronic representative reported that, while in a spine procedure, and after acquiring a confirmation spin, the surgeon deemed that one of the pedicle screws was more lateral than desired. The surgeon used navigation to correct the screw placement. The surgeon did not believe there was a navigation inaccuracy. The medtronic representative did an overlay of the new imaging system image over the original plan and the plan was slightly lateral to begin with. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was approximately 5 minutes to correct the one screw. There was no impact on patient outcome. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealth station s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
A medtronic representative reported that while performing a system checkout on the imaging system he found that the spin using the left side tracker was consistently inaccurate by 4mm inferior. He tested this with another navigation system and the inaccuracy was consistent. He tested the right side tracker and it was accurate. No patient was present as this was found during testing. The rep re-calibrated both the left and right trackers to resolve the issue. This event was reported on MDR# 1723170-2016-02364. The software investigation found that the reported event was unrelated to a software issue and related to a calibration issue with the imaging system. The navigation software functioned as designed.